Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the physician advised that the ipg was not too deep for charging. The patient underwent a revision procedure wherein the ipg was relocated and lead extensions were implanted. The patient was doing well postoperatively.